Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. Peritonitis is a well-documented complication in patients undergoing pd therapy most often associated with a breach in aseptic technique during the pd exchange. Currently, there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event. Based on the reported information, the exact cause of the patient¿s peritonitis cannot be determined at this time. However, the patient¿s pd nurse indicated that a breach in infection control by the patient may have been associated with this event. The patient was re-educated on infection control practices for pd therapy and continues pd with the same cycler.

Event description:
On 19/aug/2024, it was reported that this patient on peritoneal dialysis (pd) has peritonitis. There were no reported allegations that the event was related to any issues with fresenius products. In additional follow-up, the patient¿s pd nurse stated the patient was admitted into the hospital on (B)(6) 2024 with symptoms of abdominal pain. Per the nurse, the patient had a pd culture obtained which grew the bacteria pseudomonas (species not provided). The patient was treated with antibiotics with cefepime (dose unknown) intra-peritoneal (ip). Subsequently, on an unknown date, the patient was discharged home on an unknown date and continues pd with the same cycler. The patient is recovering from the peritonitis event. The patient¿s nurse was not able to identify the exact cause of the patient¿s peritonitis is unknown. However, the nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to this event. Furthermore, the nurse stated a breach in infection control involving the patient is a suspected cause and the nurse indicated that the patient has been re-educated on infection control practices for pd therapy.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2024, it was reported that this patient on peritoneal dialysis (pd) has peritonitis. There were no reported allegations that the event was related to any issues with fresenius products. In additional follow-up, the patient¿s pd nurse stated the patient was admitted into the hospital on (B)(6) 2024 with symptoms of abdominal pain. Per the nurse, the patient had a pd culture obtained which grew the bacteria pseudomonas (species not provided). The patient was treated with antibiotics with cefepime (dose unknown) intra-peritoneal (ip). Subsequently, on an unknown date, the patient was discharged home on an unknown date and continues pd with the same cycler. The patient is recovering from the peritonitis event. The patient¿s nurse was not able to identify the exact cause of the patient¿s peritonitis is unknown. However, the nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to this event. Furthermore, the nurse stated a breach in infection control involving the patient is a suspected cause and the nurse indicated that the patient has been re-educated on infection control practices for pd therapy.